Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set tubing detachment event in which tubing came apart close to site location due to sleeping on (B)(6) 2026.the site location of infusion set was hips and was used in for one day and a half.